Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was a complication as there was an infection at the lead site that was treated conservatively. It was stated that the event was discovered during a screen visit and the testing was stopped due to the wound infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.